Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x24mm promus element drug-eluting stent was selected and advanced to the treat the target lesion but had trouble tracking through the vessel due to tortuousity. The physician then had to push the unspecified guide catheter into the artery to advance the stent causing the stent on its delivery system be deformed. The physician then tried to remove the whole system (guide catheter, stent delivery system and wire) from the patient. As this was being removed through the femoral artery, the stent came off the delivery system and remained in the femoral artery. Additional intervention using an unspecified snaring device was then used to retrieve the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the balloon. The stent was severely damaged and stretched on one side. The balloon was folded and did not appear to have been subjected to positive pressure. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).